Manufacturer narrative:
Pump was received with a constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm during the rewind due to jammed motor gear box. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm during the rewind test. (B)(4).

Event description:
Information received by medtronic indicated that the customer pressed the fill reservoir however the insulin pump stopped and recognized the reservoir even when there was no reservoir in place. The customer performed self test and there was not error displayed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.